Event description:
It was reported by the patient that they fell and hit their head, they were unconscious and lost a third of a pint of blood. The patient went to the hospital as a result. The patient has since not been feeling themselves. They have been experiencing shortness of breath. The patient also said they had pain in their head, shoulders, and around the pacemaker area. The patient also stated they had choking events. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.